Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-02150. The pt received his scs system, including a surgical lead and an ipg, on (B)(6) 2009. It was reported the scs therapies are no longer providing the pt with the same level of pain relief as it had at implant. According to the pt, the therapies are delivered in the appropriate areas but do not relieve the pain. In addition, the ipg recharge burden has increased significantly since implant. An x-ray of the pt's scs system confirmed the lead has not migrated and all connections are intact. The pt is continuing to work with his physician; however, no final determination on the next course of action has yet been made. According to the MFR's device registration system, the system remains implanted at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.